Event description:
It was reported the device was used during an unk procedure. It was reported the 511sd would not arm. It was reported another 511sd was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.56097/j. D5,6; h4: info not available, device not returned for analysis.